Event description:
It is reported that the device was implanted in 2008. Revision surgery occurred three months later, due to infection.

Manufacturer narrative:
Eval summary: the explanted articular surface shows rotational marks on the backside surface. The cause of the wear could not be definitively determined, however, the presence of 3rd body particles on the poly and tibial plate interface could be a contributing factor. The device meets specification where measureable in its returned condition. Extensive gouging was observed on the underside of the surface. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis was conducted on the backside of the insert. Wear and scratches were observed. No significant third body wear particles appeared to be associated with scratches. Most fine size particles observed showed na, k and ci. One rare particle showed ai and o elemental peaks. Wear had erased machining marks or reduced the height of machining crests in some regions. Energy dispersive spectroscopy analysis of the component material showed a carbon (c) peak in the spectrum typical of uhmwpe.